Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: .bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® blood transfer device holder with female luer adapter there was an issue with erroneous results. It was stated ¿when dividing blood, it frothed in the tube.¿ there was no report of injury or further medical intervention.